Event description:
Caller reported a malfunction on their insulin pump. There was no adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.